Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the display was found to be damaged and there was a line through the display. The complaint was duplicated on investigation. The pump was opened for investigation and revealed the display flex was damaged. The display was also confirmed to be dim and faded on investigation.

Manufacturer narrative:
On 1/23/2015 the reporter contacted animas alleging the dispaly was dim, faded and discolored. There was no reported adverse event associated withthis complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting efforts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.